Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor was not working, scope communication error b30 showed while connecting 190 series scopes. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: images are not displayed on the 180 series and 150 series scope, malfunction of the patient board set, printed circuit board is faulty and dust adhering to the inside of the device. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error b30 occurred due to a faulty printed circuit board failure. For the images are not displayed the cause is traced by a malfunction of the patient board set and for dust adhering to the inside of the device the cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.